Manufacturer narrative:
An additional driveline infection event for this patient was reported under MFR #: 2916596-2019-00361. Incidental findings: superficial, external driveline damage with evidence of fluid ingress. Damage to the shrink tubing of the driveline repair was noted along with partially worn markings of the controller connector. Manufacturer's investigation conclusion: evaluation of the returned driveline and heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline wire damage consistent with the driveline fault alarms captured in the submitted log files. Evaluation of (B)(6) was unable to confirm pump thrombosis. The pump was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal section of driveline was returned measuring approximately 23¿ with a driveline repair approximately 20.5¿ from the controller connector. The sealed inflow conduit was returned attached to the pump inlet port. Approximately 5.0¿ of the sealed outflow graft was returned attached to the outflow elbow, which was attached to the pump outlet port. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were secured over the outflow graft. The apical sewing ring was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. An electrical continuity test of the returned driveline was conducted which found evidence of conductor damage in the black, orange, and yellow wires. Complete discontinuity was induced in the black and orange wires with manipulation of the driveline. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Removal of the outer layers revealed moderate to severe breakdown of the metal braided shield. Examination of the underlying wires with a microscope revealed no apparent breaches or damage to the wire insulation. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. To determine the location of wire conductor breakdown, the wires were held under light tension. Wire conductor breakdown in the black, orange, and yellow wires was noted approximately 18.5¿ from the controller connector. The wire conductor damage appeared consistent with fatigue due to repetitive flexing over time. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop with a test section of distal driveline. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. A specific cause for the elevated lactate dehydrogenase (ldh) and slight power elevations at the beginning of the first log file submitted by the account could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis, device thrombosis, and driveline infection. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 also includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 6 discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. IFU for patient instructions replaced hmii lvad percutaneous lead, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: ¿ do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. ¿ allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends) the relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient ultimately underwent a heartmate 2 to heartmate 3 pump exchange on (B)(6) 2023 to treat the driveline damage and possible thrombus. Related controller MFR #: 2916596-2023-06214.

Manufacturer narrative:
Related mfrs for the patient's history of driveline infection (MFR # 2916596-2023-06554, MFR # 2916596-2023-06555, MFR #2916596-2023-06538). Related mfrs for the patient's history of driveline revision (MFR # 2916596-2018-02089). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump thrombus was suspected after presenting with elevated pump powers and lactate dehydrogenase (ldh) on (B)(6) 2023. This was treated with intravenous bivalirudin. The patient has a history of chronic infection which the site reported may have contributed to the suspected thrombus. Log files showed an active driveline fault indicating that one or more of the redundant wires inside the driveline was broken or damaged. Damage to the distal end of a previous driveline revision was found. There was not enough room to perform another repair to the driveline. Controller exchange was recommended; however, the site decided not to exchange the controller due to active suspicion of pump thrombus because the controller was operating without issues.